Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
During treatment shaft frosting was seen. Doctor used warm saline on probe shaft and skin repeatedly. Superficial skin burn, about the size of a dime.